Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory it was visually inspected and it was observed that one of the splines of the array was inverted, but there was no evidence of any kinks in the catheter. The catheter was returned without the original guidewire, so a known good guidewire was successfully inserted through the device with no issue. The catheter was deployed, and the spline inversion was confirmed, they were able to manually correct the spline and then successfully deploy the catheter into all configurations. Next, the catheter was examined under a microscope and there were no defects observed that would have structurally caused the spline inversion. Based on all information it was confirmed that there was a spline inversion, however, the allegations of a trapped guidewire or kinked catheter were not confirmed. Due to the lack of structural defects found with the catheter's splines it was determined the most likely cause was unintended use error due to

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave 2.0 cath 31mm was selected for being used, the device was deployed but the spline appeared to be inverted, simultaneously it was hard to see the catheter, at that time the guidewire also got stuck, potentially because the lumen may have bent with the spline inversion, it appears that the wire may have been initially bent/trapped toward the distal end of the catheter. The physician did not think there was risk of wire embolization. The device was replaced, and the procedure was completed without patient complications. Additionally, it was informed that no tissue was observed at the tip of the catheter or guidewire, and the guidewire could not be removed as normal and broken guidewire was advanced past the catheter tip when it was removed from the patient. The device is expected to return for laboratory analysis. It was further reported that a new guidewire was used to complete the case, the guidewire was not fully removed since half of it was stuck, the guidewire was not reloaded into the catheter, and no issues were identified with the ability to deploy or undeploy the catheter. Heparin was given pre transeptal and the case was performed on non-interrupted anticoagulant.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave 2.0 cath 31mm was selected for being used, the device was deployed but the spline appeared to be inverted, simultaneously it was hard to see the catheter, at that time the guidewire also got stuck, potentially because the lumen may have bent with the spline inversion, it appears that the wire may have been initially bent/trapped toward the distal end of the catheter. The physician did not think there was risk of wire embolization. The device was replaced, and the procedure was completed without patient complications. Additionally, it was informed that no tissue was observed at the tip of the catheter or guidewire, and the guidewire could not be removed as normal and broken guidewire was advanced past the catheter tip when it was removed from the patient. The device is expected to return for laboratory analysis. It was further reported that a new guidewire was used to complete the case, the guidewire was not fully removed since half of it was stuck, the guidewire was not reloaded into the catheter, and no issues were identified with the ability to deploy or undeploy the catheter. Heparin was given pre transeptal and the case was performed on non-interrupted anticoagulant.